Event description:
Boston scientific crm received information that this right ventricular (rv) lead exhibited pacing impedances of greater than 2000 ohms with a threshold of greater than 5 volts. The physician elected to perform a lead revision that involved disconnecting and reconnecting the lead again. After this procedure took place, all measurements were within normal range. There were no adverse patient effects reported. Subsequently, additional information was received that this rv lead was explanted. No further additional information was provided.

Event description:
----

Manufacturer narrative:
Please note that this rv lead was returned and analyzed. Please reference report number 2124215-2010-02076 for details. The supplemental report on this rv lead was created in error.

Manufacturer narrative:
Should this lead be returned, an updated report will be submitted.